Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed de novo lesion was located in a calcified and moderately tortuous left anterior descending artery. A 2.5x32mm taxus liberte' drug eluting stent was implanted in the distal portion of the lesion. The physician attempted to direct stent the proximal portion of the lesion with a taxus liberte' 2.5x28mm drug eluting stent, but was unable to cross the lesion. When the device was removed from the patient, stent damage was noted. The procedure was completed by implanting another taxus liberte' stent and post-dilating with a quantum maverick balloon. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
.